Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during displacement test due to motor having high currents draw. It was unable to complete the displacement test due to the error alarm. The drive support disk was inspected and no anomaly was noted. The device had cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked display window.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system during prime. The customer stated the insulin pump was not bumped or dropped but the drive support cap is protruded. Blood glucose value was 98 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.